Manufacturer narrative:
The customer contact informed ge healthcare that the hospital does not have the patient information for the reported event. (B)(4). A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The power controller board and power supply were replaced, the unit was returned for use.

Event description:
The hospital reported that, during a case, the unit shut down and turned back on by itself. The case was completed with no further reported complaint. There was no reported patient injury.